Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 1627487-2017-04158. It was reported the patient's lead had migrated. An impedance check revealed high impedances on one of the leads. As a result, the leads were explanted and replaced on (B)(6) 2017. The issue was resolved.